Manufacturer narrative:
Block h6: device code a010402 captures the reportable event of stent migration. Blocks b5, d4, d6a, d6b, e1, and e3, have been updated based on the additional information received on march 17, 2025.

Event description:
It was reported that a percuflex plus stent was implanted into the patient on (B)(6) 2025. A planned stent removal procedure was then performed on (B)(6) 2025, to explant the stent. During this procedure, it was found that the stent migrated into the ureter. The stent was removed under ureteroscopy and completed the procedure. There was no new stent implanted and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code a010402 captures the reportable event of stent migration.

Event description:
It was reported that a percuflex plus stent was implanted into the patient. A planned stent removal procedure was then performed to explant the stent. During this procedure, it was found that the stent migrated into the ureter. There were no patient complications reported as a result of this event.